Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 06626, 0001825034 - 2018 - 06627, 0001825034 - 2018 - 06629. Medical devices: 183024 vanguard cr ilok fem-lt, lot unk, 183422 vngd cr tib brg 12x63/67, lot unk, unknown part/lot, patella. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported a patient underwent primary left total knee arthroplasty. Patient experienced a fall due to left knee giving away and feels unstable/weak with balance issues and difficulty lifting leg. No further information is available.